Manufacturer narrative:
Manufacturing site evaluation: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Based on the actual results of the 8d report no CAPA is necessary.

Manufacturer narrative:
Investigation results: explanation and rationale: the microstructure as obtained from the quality documents of both components meet the requirements specified at the time of production. There is no indication of any pre-existing material defect. Secondary metal transfer as a result of contact with metal parts and/ or surgical instruments can be found on both components. · primary metal transfer can be found equally distributed on the taper of the insert. On the bore surface of the ball head primary metal transfer can be found equally distributed. The zone of increased wear on the ceramic insert and on the ceramic ball head indicates an edge-loading situation and/ or recurring subluxations. Recurring subluxations can lead to a loss of fluid film lubrication between the ceramic components and a subsequent increase of friction and generation of stripe-wear. In rare cases the increase of friction and the contact of stripe-wear zones, respectively, may affect the tribological behaviour of the bearing and may cause audible noises. The evaluation of the ceramic components is based on the investigation of the manufacturer/supplier of the ceramic components.

Event description:
It was reported that there was an issue with a biolox prosthesis head . According to the complaint description clicking noises occured 19years post surgery. Since about 1 year crackling noises, especially when getting up from a bent and kneeling position. Slight signs of consumption during inspection, but no ceramic breakage. Initial surgery: 2001, left side. A revision surgery was necessary. Additional patient information is not available. The adverse event is filed under aag reference 100026310 (400484531). Involved components: nh094 - sc/msc ceramics insert 28mm 56/58 sym. - 51087921, nk514t - bicontact s plasmapore 12/14 size 14mm - 51074022, nh058t - plasmacup sc size 58mm - 51099180.